Event description:
It was reported by the customer that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) shut off while in use. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) shut off while in use. Also, fse found that compressors pressure was very sluggish and slow coming up to set pressure. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact person phone number: (B)(4). Updated field: b4, b5, e1(other contact phone number, email), e3(occupation), g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, b5, d9 (return to manufacture date), e1 (initial reporter), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and could not reproduce the issue. The fse reviewed the logs and found fault code 118 one time. With further troubleshooting, the fse found that the compressor pressure was very sluggish and slow coming upto set pressure. The fse replaced scroll compressor, muffler 1/8 npt and muffler less than 100 micron. Functional tested without any further failures or issues. Service completed and safety, calibration and functionality checks to factory specifications. The fat dept. Conducted a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The fat department installed part in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department performed the functional testing for approximately three (3) hours. During this evaluation, the fat dept. Could not reproduce the reported failure shutting down while in use. Retaining the scroll compressor in the fat dept. Per procedure.

Event description:
It was reported by the customer that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) shut off while in use. Also, fse found that compressors pressure was very sluggish and slow coming up to set pressure. With reviewing the logs and found fault code 118 1 time. No harm or injury to the patient was reported.